Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found.

Event description:
It was reported that the patient received inappropriate therapy and that the remaining battery longevity was less than 1 year. It was also reported that the lead had a fracture. Both the lead and the ICD were removed and replaced. There were no patient complications reported as a result of these issues.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found.

Event description:
It was reported that the patient received inappropriate therapy and that the remaining battery longevity was less than one year. Both the lead and the ICD were removed and replaced. There were no patient complications reported as a result of these issues.

Event description:
It was reported that the patient received inappropriate therapy and that the remaining battery longevity was less than 1 year. It was also reported that the fidelis lead had a fracture. Both the lead and the ICD were removed and replaced. There were no patient complications reported as a result of these issues.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. The sprint fidelis lead model is included in a field advisory.